Manufacturer narrative:
Serial number: n/a, software version: n/a, color: pink, battery life remaining: n/a. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and resistance while dispensing due to dust/debris under the dose button, on washer, on the dose detent and dose knob. Unable to perform functional test due to leadscrew anomaly. The alignment of the dose indicator mark and printed values on the dose knob is nominal. No misalignment of the dial was noted. No cosmetic damage was noted per visual inspection.

Event description:
The customer reported via phone call that their insulin pen was not giving enough dosage. Customer also mentioned when giving a prime the dose dial felt too easy to rotate and slipping. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be retuned for analysis.